Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced stuck button alarm. The customer's blood glucose reading was 89 mg/dl. The customer stated that they pressed a button down for 3 minutes or longer. The customer was not able to clear the alarm. The insulin pump was not returned for analysis.